Event description:
It was reported that the direction of the water came out from head were spread instead of fine jet of water (head didn't work properly).

Manufacturer narrative:
The returned devices (referred to as a & b) were evaluated by the designated complaint unit. The reported complaint was confirmed due the following reasons. Unit a: the injection hole was not round and the stream didn¿t align. Unit b: sputters badly due to having excess material at the injection hole. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. All product complaints will continue to be tracked and trended to detect any recurring issues and if needed, additional corrective action(s) will be initiated at that time.